Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level as it did not exceed the threshold. The customer continued to use the pump for insulin therapy.